Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It is reported that the patient began experiencing a loud popping noise, sharp pain in the back of the knee and pain when navigating stairs in 2012. The knee locks and pops out of place, almost causing her to drop to the floor and then it goes back into place. The surgeon says the knee is loose.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned. -medical records received and evaluation: review of medical records by a consulting clinician indicated: "a review of the provided medical records and x-rays by a clinical consultant indicated: there is no examination of the explanted poly insert and no change in alignment comparing the lateral x-rays pre- and post-op revision of the total knee arthroplasty. There was no description of a broken component. There is no clarification of the (B)(6) 2012 office visit with complaints referable to the right knee with subsequent revision of the left knee. There are no lables of description of the replacement poly utilized in the left knee revision. There is no evidence that the device contributed to her instability." -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: then event was not confirmed and the exact cause of the reported instability could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. If additional information is received, the investigation will be re-evaluated. A CAPA trend analysis was conducted for the reported instability and concluded that instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It is reported that the patient began experiencing a loud popping noise, sharp pain in the back of the knee and pain when navigating stairs in 2012. The knee locks and pops out of place, almost causing her to drop to the floor and then it goes back into place. The surgeon says the knee is loose.